Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation and the device operated per specifications. The customer was provided with a replacement device. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that there was an out of box failure for an astral main circuit board causing an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.